Event description:
It was reported by the customer that a pyxis medstation es system all devices in drawer are not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the legacy half height cubie drawer failure due to connection issue. The field service engineer was able to resolve the issue by reseated the loose connection and recovering the pockets. The system functioned as intended after the field service engineer troubleshooted the device.